Event description:
During a cystoscopy procedure, the tip on the inner sheath detached and fell into the pt. The tip was retrieved with no pt harm. There was no prolonged hospitalization or additional procedure required to retrieve the tip.

Manufacturer narrative:
Preliminary investigation confirmed that the ceramic tip is completely separated from the tube. The ceramic tip is not broken or damaged. There is minimal amount of residual glue on the inside of the tube. There are multiple dents along the shaft of the instrument. The release button is also noted to be broken. The use of a third party repair facility is of great concern because gyrus acmi has no control of the quality of the instrument resulting from the outside repair. Thus, it is unk, in this case, if the instrument was repaired in any manner that could have contributed to the failure of the device. Due to the lack of epoxy remaining in the distal end of the tube, it is highly likely the third party repair facility applied an unapproved adhesive that failed during use by the customer. Conclusion: damage is due to mishandling or third party repair.